Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. An 5433v analysis found a conductor fracture.

Event description:
It was reported that intermittent pacing was suspected when the device was connected to a patient. No patient complications were reported as a result of this event.